Event description:
On (B)(6) 2015, a mitral valve replacement procedure was performed and a 25 mm biocor valve was implanted with no issue. On (B)(6) 2018, the patient presented at the hospital and valve thrombus was noted. The valve was explanted and replaced with a 25 mm mitral masters series mechanical heart valve. The patient is reported to be recovering and has been discharged.

Manufacturer narrative:
An event of thrombus was reported. Gross morphological and histopathological examination revealed thinning of the bases of all 3 cusps. A horizontal fold was observed on cusp 1. Mixed bacterial and fungal organisms were also observed on the surface of cusp 3 sewing cuff consistent as a contaminant. No acute inflammation or significant calcifications were observed. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.